Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. Visual inspection revealed a kink in the device approximately 13mm from the distal tip in the neutral position. The kink was between r1 and r2. Ring 1 and ring2 seals were compromised and there was body fluid on the edges of both rings. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. Electrical test was performed with an analysis cable and the device was within specifications for all measurements. Radiofrequency (rf) ablation testing was performed and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that catheter was unable to deliver enough radiofrequency (rf) energy. During an ablation procedure in the myocardium with an intellatip mifi xp ablation catheter, the current was applied for 10 times, but it only attained almost 10w. The device was not able to attain the 50w setting even once. The procedure was completed with a different device and there were no patient complications. Device analysis revealed that ring 1 and ring 2 seals were compromised and there was body fluid on the edges of both rings.